Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21 cfr part 803. This report is for the second patient/third device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a doctor broke three profile ss files (two in one patient and one in another patient). The separated piece was not retrieved and was incorporated into the filling.

Manufacturer narrative:
Customer returned 2 files in autoclave bags. One unused and one broken. Using microscope visually checked files. No manufacturing defects or markings noted on files. The file was broken close to the tip. A DHR review was conducted with no discrepancies noted.